Manufacturer narrative:
Date sent to FDA: 7/1/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient was found to have recurrent incisional incarcerated hernia with adhesions, along with defective mesh broken at the site of the recurrence and he had a revision surgery due to complications on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that patient underwent mesh revision on (B)(6)2013 by dr. (B)(6) due to pain, adhesions, and incarcerated ventral incisional hernia.

Manufacturer narrative:
A device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.